Event description:
The arterial catheter that was in the patient's right groin had broken off the hub of the catheter while in use. Plastic catheter was in patient's groin artery. Nurse applied pressure to site to stop bleeding and prevent catheter from migrating. Intensivist called immediately and here within 20 minutes. Interventional radiologist paged and here to remove catheter. Catheter successfully removed intact by doctor, site closed with dermabond closure. Quality called and catheter pieces brought to them. Infant tolerated procedure well; is on fentanyl and versed post extubation over weekend and weaning post. Pulses to foot easily palpated, color of leg mottled for 1/2 hour after, but improved now. Capillary refill brisk.